Event description:
During the procedure with the microcatheter placed in segment right a1-a2, it was reported that when the physician was trying to deploy the subject stent the distal part of the never fully opened. So the physician removed the stent. The procedure was completed with another same device. No clinical consequences reported to the patient and the patient was reported to be stable following the procedure.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent was deformed, the stent introducer sheath distal tip was damaged and the stent was deployed prematurely outside the patient. Based on the information currently available and the device inspection, it is likely that the damage noted to the stent was caused during the procedure resulting in the reported deployment issues. An assignable cause of operational context caused will be assigned to the reported and analyzed damages, as the issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the procedure with the microcatheter placed in segment right a1-a2, it was reported that when the physician was trying to deploy the subject stent the distal part of the never fully opened. So the physician removed the stent. The procedure was completed with another same device. No clinical consequences reported to the patient and the patient was reported to be stable following the procedure.